Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information became available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. No troubleshooting could be done as the customer was no available at the time of the call.